Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, legal manufacturer's final investigation and the hygiene microbiological investigation report. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channel rinsing water was cultured. - total aerobic microbial count: >1colony forming unit (cfu) - total yeast microbial count: >1cfu - total anaerobic microbial count: >1cfu -staphylococcus aureus:absent -pseudomonas aeruginosa:absent -escherichia coli:absent -bile-tolerant gram-negative bacteria:absent the device was evaluated where no abnormalities were found though there were several technical defects such as leakage from insertion section, lens damaged, insufficient light volume, cover damaged, rubber glue scratched/chipped, insertion section wrinkled, cover cracked, labeling on control section peeling off. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, mutual contamination is unlikely and the relation between the event and the device could not be confirmed. When culture testing after reprocessing in accordance with instructions for use (IFU) before repair, growth of each microorganism was not confirmed. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The customer provided their reprocessing procedure. Pre-cleaning of the endoscope involves water aspiration through the aspiration gate using detergent instrunet. Brushing of the following points were carried out: suction channel, suction cylinder, working channel entrance, ball channel, and distal end/areas around the elevator. The scopeclean 2 piece albyn medical kit brushes are used for manual cleaning. Manual disinfectant performed with instrunet. The automated endoscopic reprocessor used is olympus etd3, with endodet olympus detergent and endodact olympus disinfectant. The endoscope is stored in a simple cabinet, without a drying function and hangs vertically. Olympus performs maintenance of the endoscope. The endoscope is sterilized after each procedure. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during routine testing, the subject device tested positive for microbial contamination after repeat cleaning, disinfection and sterilization. No patient infections or harm reported. Patient identifier (B)(6): cf-h180al (serial (B)(4)) and cultures dated (B)(6) 2021; (B)(6) 2021; and (B)(6) 2021. Patient identifier (B)(6): cf-h180al (serial (B)(4)) and culture dated (B)(6) 2021. Patient identifier (B)(6): cf-h180al (serial (B)(4)) and cultures dated (B)(6) 2021; and (B)(6) 2021. This report is for patient identifier (B)(6) and the following positive cultures: (B)(6) 2021: candida parapsilosis, low number of colonies. (B)(6) 2021: aspergillus fumigatus 3 colony forming units.